Manufacturer narrative:
(B)(4). Batch # p56p74. The analysis results found that one ec60a device was returned with the anvil closed the firing mechanism jammed and with a gst60g cartridge loaded on the device. The reload was noted to be fully fired and in good visual condition. Additionally the knife was noted to be partially advanced into the lockout region. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the knife was noted to be buckled. This is consistent with applying a high force to the firing trigger on a locked device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment., the device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Photographic analysis: first picture shows the handles of the device. Second and fourth pictures shows an anvil with a green cartridge loaded, the knife can be seen buckle, and the knife slot damaged. Third picture shows an anvil with a green cartridge loaded. Based on the photo alone the event describe is confirmed. Please refer to the device analysis for full analysis details and conclusion. Additional information requested and received: was the device difficult to fire and required a second hand to complete firing stroke? Yes, it is difficult to fire. Surgeon mentioned that usually if he felt difficult he will use the second hand to complete the firing stroke. However, he is unsure if used a second hand in that particular case. What is the current patient status? Open apr was converted in that case, and no post-op complication has been reported.

Manufacturer narrative:
(B)(4). Batch # p56p74. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device difficult to fire and required a second hand to complete firing stroke? What is the current patient status?

Event description:
It was reported that the surgeon used the device with a green reload for rectal excision in laparoscopic tme. Patient had undergone chemotherapy, thus tissue is harder and thicker. However, surgeon claims green reload is enough since usually he used gold reload for the same procedure. During the procedure, the surgeon commented that the jaw is difficult to close, after 30 seconds of compression, he also found it difficult to fire. He found the blade cannot be reversed to home position after 3 firings even with use of the reverse button, and thus cannot open the jaw. However, after inspection, we found the distal drivers are not fired. The 3 firings are not complete, and the lower part of the 3 point gap mechanism went in the wrong channel, hence got stuck that can neither fire nor reverse. Back part of the mechanism was stuck and fold several times. Articulating jaw cannot smoothly articulate as well. The patient's rectum was torn by pulling out the device with force. The laparoscopic tme was converted to open surgery apr (abdominoperineal resection).